Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the cx. Approximately 15 months post index procedure, the patient died. The cause of death was reported to be unknown. The investigator assessed the death as not related to the device or antiplatelet medication. The sponsor assessed the death as possibly related to the device and not related to the antiplatelet medication. Cec adjudicated the death as cardiac, unknown cause. {all updates up to the 29th oct 2020 reviewed}